Event description:
As reported by the edwards field clinical specialist, during the transaortic tavr procedure, upon deployment of the 26mm sapien valve, the ascendra 3 balloon ruptured. Per report, the balloon ruptured during the end of deployment, the patient remained stable, however the post deployment echo showed the patient had significant paravalvular leak (pvl). The delivery device was removed and a 25x4 z-med was inserted for post dilation. After post dilation, the pvl was reduced to trace-mild. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Additional information: per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The ascendra delivery system was returned to edwards lifesciences for evaluation. The device was returned with a severe kink on the shaft, as noted in the follow-up information. Visual inspection revealed a longitudinal tear along the length of the balloon. No surface defects were noted on the balloon. The balloon was dimensionally inspected for single and double wall thickness and found within specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. Similar previous complaints suggest that patient factors (patient annular calcification) may have contributed to the event. We can speculate that the root cause of this complaint could be related to the rationale outlined in the above referenced technical summary. Per report, the balloon burst was believed to be caused by calcium, which could have negatively interacted with the inflation balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since the review of complaint history did not reveal that the occurrence rate exceeds the february 2014 control limits for this failure mode, no further corrective or preventative action is required at this time.

Event description:
Additional information indicated that after device evaluation at the account, the delivery system was folded in a half and placed in a biohazard bag. Per report, the patient¿s aortic valve was mildly calcified, the aortic root was mildly calcified, there was mild mitral annular calcification (mac) and mild ventricular septal hypertrophy. The initial report indicated that balloon could have ruptured due to calcium, although there was not a severe calcium burden.

Manufacturer narrative:
Investigation is ongoing.